Manufacturer narrative:
(See scanned page).

Event description:
It was reported that the patient could not adjust her stimulation and the device could not be interrogated. It was not functioning and the patient experienced a return of symptoms. The physician questioned battery failure. The device was replaced. No surgical complications were reported.